Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device.

Event description:
It was reported that during a (tlif) transforaminal lumbar interbody fusion procedure at the user facility, the tip of the pedicle feeler broke off. It was reported that a back-up device was used to complete the procedure. The user facility was not able to provide any additional information regarding this reported event.